Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The device was forwarded to a third party service center for evaluation. During evaluation at a third party service center, the customer's allegation was confirmed. The device's internal battery was replaced to address the issue.